Event description:
It was reported by the department of occupational and environmental dermatology in (B)(6) sweden that the patient developed a skin reaction to the pod. Details regarding symptoms and treatment were not provided. Attempts were made to contact the patient to provide additional information but was unsuccessful.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site reaction. No lot release records were reviewed, as the product lot number was not provided.